Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumers parent reported a false negative result with the binaxnow covid-19 antigen self test performed on an unknown date, using an unknown sample type. Unspecified confirmation testing was performed at a doctor's office one hour later, which generated a positive result. The consumer was reported to be symptomatic prior to initial testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.